Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the probe presented a leak in the y connector with only five days of use. No injuries occurred.

Manufacturer narrative:
The device history record was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the issue reported. The device history record review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The device was manufactured on (B)(6), 2021. There were no physical samples, digital images, or videos received for evaluation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine the root cause. If samples are received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. We will continue to monitor the process, complaints, and feedback for any adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the probe presented a leak in the y connector with only five days of use. No injuries occurred.

Manufacturer narrative:
One sample with lot number 2113848964 was received for the investigation. This is a component supplied by an external supplier. A complaint notification was sent to the supplier along with the sample to initiate the investigation. Upon testing, the reported issue was confirmed. The parts were thoroughly cleaned and retested and still leaked. The parts were inspected, and a small amount of excess plastic was found in the seal area causing the part to not seal tightly and prevent leaks. The supplier determined that there was core pin damage in the mold causing excess plastic in the seal area. To prevent a recurrence of this condition, the supplier will inspect core pins in the mold for any damage and inspect seal areas for excess plastic. This complaint will be used for tracking and trending purposes.